Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Rv capture threshold measures between 0.75-1 v.

Event description:
It was reported that experienced syncope and bradycardia. There was high threshold on the right ventricular (rv) lead. The device was reprogrammed and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.